Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2024 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 35mm watchman flx pro closure device with complete laa seal and deployed device diameter of 26 mm. On (B)(6) 2024, 43 days post index procedure, the patient presented for protocol scheduled 45 day follow up. Transesophageal echocardiography (tee) assessment revealed device position at ostium which was within 2mm of the desired ostial plane of maximum diameter and a residual jet size noted around the device was at 4mm. Tee angle was 90 degrees. No intervention was performed or required to close the leak. During tee assessment, a thrombus was also observed on the atrial facing surface of the watchman flx pro closure device. The thrombus was laminar and non-mobile. The maximum area of device thrombus was 0.6 cm. No additional thrombus was noted in the left atrium. The patient was on a medication of aspirin and apixaban at the time of the event.

Manufacturer narrative:
H6: impact code updated from f26: no health consequences or impact to f2303: medication required.

Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2024 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 35mm watchman flx pro closure device with complete laa seal and deployed device diameter of 26 mm. On (B)(6) 2024, 43 days post index procedure, the patient presented for protocol scheduled 45 day follow up. Transesophageal echocardiography (tee) assessment revealed device position at ostium which was within 2mm of the desired ostial plane of maximum diameter and a residual jet size noted around the device was at 4mm. Tee angle was 90 degrees. No intervention was performed or required to close the leak. During tee assessment, a thrombus was also observed on the atrial facing surface of the watchman flx pro closure device. The thrombus was laminar and non-mobile. The maximum area of device thrombus was 0.6 cm. No additional thrombus was noted in the left atrium. The patient was on a medication of aspirin and apixaban at the time of the event. It was further reported that the patient was prescribed apixaban from aspirin and clopidogrel to treat the thrombus. The patient has been discharged.